Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed a f/u report will be submitted.

Event description:
During an electrophysiology ablation procedure using a cool path ablation catheter, the irrigation port became detached. The physician was applying rf when a rise in temp was noted on the generator. The catheter handle was inspected and the physician discovered the irrigation port was completely detached. There were no consequences to the pt.